Event description:
It was reported that there was a problem with the alignment of the instruments. It was reported that the jig is not lining up when aiming the nail through the screw. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The jig was unstable. It was tested with a nail insertion and found that it did not fully tighten and that there was some movement in the jig. The bolt was not tightening completely. There was no patient or procedure involvement

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the returned protection sleeve (7806485) was received intact with minor scratches in the shaft area and with scratches and dents around the rim of the head region of the sleeve. The relevant drawings were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. The complaint condition could not be re-created since the subject cannulated connecting screw for percutaneous insertion handle was not returned and therefore could not be evaluated as part of the investigation. Based on the description of the event, it is most likely that the root cause of the complaint condition is due to the interaction between the subject lateral femoral nail (lfn) and the missing connecting screw. Since the description stated that the connecting screw was not tightening sufficiently it is possible that there is an issue with the screw threading, which prevented a secure and stable connection between the lfn and the insertion handle. The returned parts were assembled and found to be functioning well, there was no indication that either of the returned parts contributed to the complaint condition. Considering the details of the complaint condition and since it could not be recreated using the returned parts, the devices are determined to be suitable and safe for their intended use and the complaint condition unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.